Event description:
The 11 week old patient was undergoing a swallow test in our radiology department, when suddenly the "siemens compression luminos drf abdominal compression arm" quickly extended outwards, hitting the back of the chair that the 11 week old was sitting in, causing the child to almost fall forwards onto the floor if they were not caught by their parent who was standing right in front of them. The child was seated in a car seat style seat, and then that seat was strapped to the main seat for adult patients, which is what the compression arm hit. The child was uninjured from the incident. Staff that were in the room said they were not near the control panel, and that the arm swung out very quickly when it hit the back of the chair, making a very loud sound when it hit.